Manufacturer narrative:
Medical safety reviewed the event and determined the following: regarding the impella cp, there is no reason to believe the arrhythmic event is related to the impella cp. The underlying condition of the patient appears to have contributed to this. However, dissociation cannot be made, and the arrhythmic event is being reported as a serious injury. There is an identifiable connection, as the impella cp device was present at the time of the arrhythmic event. During an unsuccessful attempt to place the first impella cp, the device kinked folded on itself, and patient had an episode of atrial fibrillation. Another cp was successfully implanted. Regarding the replacement or second impella cp, there was suction event; the patient may have needed more support per the note. The patient went into asystole, and this, however, is unrelated to the impellas. Conservatively the report is being submitted as death for the (second) impella cp. Although, the patient's underlying condition is likely the reason for the patient going into asystole requiring cardiopulmonary resuscitation. The investigation of low pump flow, product damage (catheter kink), product damage (cannula kink), and vf/vt/af/at has been completed. Low pump flow: the cause of low pump flow was most likely cannula kink due to patient having small left ventricle (lv). Product damage(catheter kink): the cause of product damage(catheter kink) was most likely patient condition related since the patient had peripheral vascular disease (pvd). Product damage(cannula kink): the cause of product damage(cannula kink) was most likely patient condition related since the patient had small lv. Vf/vt/af/at: the root cause of the vf/vt/af/at was unable to be determined due to insufficient clinical details. This impella cp report is one of three devices associated with the event. Refer to the related manufacturer report numbers: 1220648-2025-46809 rp flex. 1220648-2025-46810 second impella cp which is associated with the demise outcome. B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30731. B2 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30731. B5 patient outcome and additional failure mode was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30731. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-30731. H6 health effect - clinical code 4582 was erroneously selected on the initial manufacturer device report number 1220648-2025-30731. H6 health effect - impact code 4647 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30731. H10 missing mso statement.

Event description:
The patient was admitted as st-segment elevation myocardial infarction and an impella cp was placed. While on the unit, the patient continued to decompensate requiring additional pressors. The patient was taken back to the catheterization lab for diagnostic left heart catheterization and possible impella cp. The decision was made to place impella cp for additional support. Levophed was given 33 mcg/kg/min, vasopressin: 0.04 u/min, epinephrine: 0.8 mcg/kg/min, and heparin: 800 u/hr. The 6fr sheath was exchanged for impella 14 fr sheath after serial dilation. The impella cp was advanced otw into left ventricle without complications and started in auto to 3.1 l/min flow. The patient was in atrial fibrillation and cardioversion was performed twice to normal sinus rhythm. Impella peel away sheath was removed, repositioning sheath was advanced. Suction alarms sounded, pulsatility lost, and the patient's pressure dropped. Angiogram revealed the impella kinked at groin and in the left ventricle. Impella was pulled back and straightened without difficulty but remained in suction. Repositioning was attempted several times. An echocardiogram showed adequate placement with no sign of effusion or any other problems causing suction. However, the decision was made to replace impella due to possible kink/damage from exchanging the repositioning sheath. Impella cp was removed, and a new impella 14 fr sheath was advanced into left femoral artery to advance the impella cp replacement pump into left ventricle without any complications. The impella cp replacement pump was slowly ramped up to p-4 without any complications. However, there was suction alarm at performance level p-5 was noted. Echocardiogram showed a small left ventricle and dilated right ventricle. Normal saline bolus for volume was started. The patient went asystole and cardiopulmonary resuscitation was started. However, despite all efforts, the patient was unable to survive this event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support the patient with a st elevation myocardial infarction. The impella cp was inserted without any issues. The physician removed peel away sheath and advanced repo sheath. He felt resistance and immediate suction alarms. Angio revealed impella had kinked and doubled on itself in the iliac area above the repo sheath and had advanced fully into the lv folded on itself. He was able to easily pull the impella back and straighten it out. The suction alarm continued despite multiple repositioning attempts as well as viewing position with echocardiogram. Decision was made to replace impella with a new impella.